Event description:
According to the reporter, during a pancreatic cancer resection,the stapler was unable to fire and the surgeon was unable to squeeze the handle. They replaced to a new reload to complete the operation. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.